Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired as a result of cardiac arrest. Initially the device sensed and treated for ventricular tachycardia (vt) with anti-tachycardia pacing (atp). The patient's rhythm accelerated to ventricular fibrillation (vf); however, the device undersensed the vf. It was reported that the vf undersensing was due to low amplitude and no shock therapy was delivered.